Event description:
The customer reported that he was hospitalized due to low blood glucose levels on two occasions. The first event was on (B)(6) 2012 and the second was on (B)(6) 2012. The customer did not recall the blood glucose readings for either event. The customer did not feel that either event was caused by the insulin pump. The customer called for assistance with a battery change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.